Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 8mm, nc emerge balloon catheter was advanced for dilatation. The balloon initially inflated at 14 atmospheres. However, during the second inflation at 18 atmospheres in 30 seconds, the balloon distally ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good after the procedure.